Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock. The customer primed the tubing to remove the air. The customer's blood glucose level was around 200 mg/dl. However, the exact value was not provided.